Manufacturer narrative:
This report is regarding the pump exchange due to a suspected internal driveline issue. Reference MFR report # 2916596-2016-01793 for the report of the difficulty with exchanging the system controller. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device is 3 years and 7 months. The replaced portion of the percutaneous lead and the explanted device were received for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. During a routine clinic visit on (B)(6) 2016 multiple pump stoppage events were observed in the lvad data history. The patient stated that the intermittent pump stoppages occurred when bending over to pet the dog and the issue resolved with changing position. Prior to informing the vad clinicians of the pump stoppages, the patient changed the system controller. The patient expressed difficulties with the system controller exchange that resulted in the lvad being off for approximately five minutes. The patient remained asymptomatic. Log file analysis by the manufacturer's technical services representative revealed multiple pump stoppage events while the lvad system was connected to the power module and during external battery support. X-rays of the percutaneous lead were inconclusive. On (B)(6) 2016 an external percutaneous lead replacement was completed by technical services representatives. After the completion of the repair another pump stoppage occurred when the patient was sitting on the edge of the bed. The lvad quickly resumed function when the patient changed position. The percutaneous lead compromise was presumed to be internal to the patient. An ungrounded patient cable was provided to the patient for use with the power module. On (B)(6) 2016 the patient underwent a pump only exchange off cardiopulmonary bypass via a subcostal incision. The inflow conduit and outflow graft were not replaced. The patient and the pump parameters were reportedly stable post-exchange. No additional information was provided.

Manufacturer narrative:
It was initially reported that the explanted/exchanged pump would be returned for evaluation. Return of the pump was requested by the manufacturer; however, only the replaced portion of the percutaneous lead (lead) was returned. Approximately 17 inches of the external/distal portion of the lead was received. Electrical continuity testing found all wires to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate layer were removed and examination of the underlying wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The lead was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the lead wires that would have resulted in an electrical short. The report of pump stoppage events was confirmed based on the evaluation of the submitted log files; however, a specific cause for the events could not be conclusively determined through this evaluation as the pump and internal lead were not returned for analysis. Based on the manufacturers complaint history and similar reported events, the events captured in the log file could have been potentially consistent with compromised wires in the portion of the lead that was not returned. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The system controller (pc-60490) in use during the event was also returned for analysis. During testing, the system controller failed to operate a heartmate ii test pump. The system controller was disassembled to further analyze the printed circuit board (pcb) and the evaluation revealed multiple compromised components in the driver circuitry. The percutaneous lead is suspect for the pump stoppage events and resulting events. The damage to the main pcb driver circuit resulted in failure of the system controller to operate the pump after the reported event.

Manufacturer narrative:
Additional information - the pump was returned for evaluation on 10/28/2016. Device evaluation: the pump was returned with the percutaneous lead (lead) cut less than 1 inch from the pump housing and the severed portion of the lead was returned in three segments measuring approximately 4 inches, 11 inches and 25 inches long. Continuity testing was not performed on the pump end portion of the lead due to its length. The shielding and bionate layers of the lead segment were removed, and examination of the underlying wires revealed breaches in the insulation of the red and orange wires adjacent to the pump housing. The conductors of these wires were exposed as a result. Electrical continuity testing was performed on the 4 inch lead segment and did not reveal any discontinuities or shorts. The shielding and bionate layers were removed, and examination of the underlying wires revealed breaches in the insulation of the brown, black, green, and orange wires at what would have been approximately 2.5 inches from the pump housing, near the terminus of the pump-end bend relief. The conductors of these wires were also exposed as a result. Electrical continuity and high potential testing on the 11 inch and 25 inch lead segments did not identify any breaches to the wire insulations that would have resulted in the reported event. All observed insulation breaches appeared to be the result of abrasion against the braided metal shielding due to repetitive movement of the lead near the pump. There was no evidence of mechanical damage such as crushing or pinching. Pump function would have been interrupted as a result of the exposed conductors from any of the wires contacting the metal shielding and creating an electrical short to ground if the device was supported by the power module. Pump function would have also been interrupted as a result of a phase-to-phase short if the exposed conductors from any two wires from different motor phases made direct contact with each other or simultaneous contact with the metal shielding while the device was supported by either the power module or batteries.